Event description:
The customer reported via phone call that the insulin pump alarmed motor error during fill cannula. The device was not exposed to a magnetic field. Customer does not use the sensor feature and is able to complete the rewind sequence. Blood glucose value was 123 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. The insulin pump was replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor. No motor error alarm during testing. The motor passed motor test. Device received without original belt clip, cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window.